Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed the vessel size to be 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that 4 hours post closure, as the patient was about to be discharged from the hospital a (4 inch by 4 inch) hematoma was discovered at the access site. Vascular surgery was consulted and a pseudoaneurysm was ruled out. Manual compression was applied for 30 minutes at which time the hematoma was resolved. The patient was hospitalized overnight. The patient's hospitalization was reported as mynx device/procedure related.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1228506) indicated that the device lot met all established performance criteria prior to shipment.